Manufacturer narrative:
(B)(4).

Event description:
It was reported that a start new sensor message right after warmup occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be a stale start command. The reported event of a start new sensor message right after warmup is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.